Event description:
Customer states: during use on pt at hospital, when the pt's hair was shaved off, a nurse found the pilot balloon was detached from the tube. He confirmed the inflation line was cut off from the balloon. Customer cannot confirm the cause of cut. Customer confirmed extubation and reintubation of a replacement tube was performed. Customer confirmed the no pt harm.

Manufacturer narrative:
(B)(4). The sample is expected to be returned for analysis.